Event description:
Material no.: 931490. Batch no.: 0140871. It was reported rash appeared on donor's arm post use. Per (B)(4). (B)(4) is described as "rash appeared on donor's arm post use". (B)(4) is described as "redness appeared on donor's arm immediately post use of chloraprep".

Manufacturer narrative:
No samples or photos were provided for evaluation. Unfortunately, bd was unable to verify the reported issue or determine a definite root cause. A device record review was completed on the batch/lot 0140871 and a non-conformance found during the manufacturing of the lot and during one of the routine qa inspections. The non-conformance found was related to foreign material. A quality notification was opened due to a supplier issue. The supplier communicated that the solution lot was potentially affected by a microbiological contamination. The product was placed on hold and a situational analysis was performed to evaluate the risk of the potential contamination. It was concluded that there was no risk of contamination. Possible causes include: increased chg concentration, increased ipa concentration, chemical specifications do not meet requirements, increased impurity or leachable concentrations. Current controls include chemistry testing prior to release. Risk is deemed acceptable. No further actions are required at this time. This failure will continue to be tracked and trended.

Manufacturer narrative:
(B)(4). Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: 931490 batch no.: 0140871. It was reported rash appeared on donor's arm post use. Per (B)(4). Adr 31/03 is described as "rash appeared on donor's arm post use". Adr 14/04 is described as "redness appeared on donor's arm immediately post use of chloraprep".